Manufacturer narrative:
Sc-1110-02 (B)(6). The returned ipg was charged fully from its hibernation. Visual inspection revealed ec burn marks on the case. A review of the patient's data indicated that the battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics.

Event description:
It was reported that the patients ipg would not hold its charge well. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Event description:
It was reported that the patients ipg would not hold its charge well. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.